Manufacturer narrative:
Analysis found it could not verify excessive vibration. The motor was running normal. However, replaced seals and bearing due to corrosion. The device has been successfully repaired, tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece has excessive vibration during the fess (functional endoscopic sinus surgery) procedure. A back up device was used to complete the procedure. There was no patient impact.